Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported the ins was not working where it was supposed to. When stimulation was needed on the left side, the patient stated it was instead occurring in the ribs, causing significant pain. Patient stated they had not been using the device since the day they had been implanted because the therapy was not working correctly. Patient also stated they were working with their healthcare provider (hcp) and making adjustments. Agent reviewed the information and redirected the patient to their hcp for further assistance